Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a thoracoscopic lobectomy, the idrive was fired across the bronchus. All staples fired and completed staple lines, but did not cut. The surgeon was able to cut with an instrument. There was no patient injury. Additional information has been requested but not yet received.